Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited oversensing and pacing not delivered when required. The device system was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.